Event description:
Reportable based on device analysis completed on 22dec2021. It was reported that the coil could not advance. The target lesion was located in the iliac artery. An interlock -35 coil was selected for use. During the procedure, it was noted that the coil could not advance forward in the distal part. The device was simply pulled out without any intervention. The procedure was completed with another of same device. No patient complications were reported and the patient was stable. However, device analysis revealed that the interlocking arm was detached.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. A main coil, introducer sheath and delivery wire were returned for this complaint. The coil and delivery wire were interlocked within introducer sheath, nevertheless, when the main coil was released it was noticed that the interlocking arm was detached. Coil was noted kinked and stretched. The delivery wire was inspected, and no damages were noticed. The introducer sheath was inspected, and no damages were found, blood was observed inside. No more damages were found. Functional inspection was performed. The delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, it was necessary to cut the introducer sheath to release the main coil. Microscopic inspection was performed on delivery wire. The proximal end has a smooth surface. The interlocking arm was inspected, and no damages were noticed. Microscopic inspection was performed on the main coil. The zap tip has a smooth surface. The interlocking arm was detached. Dimensional inspection on delivery wire revealed that the weld od (max) outer diameter, wire arm od and wire zap tip (max) were within specification. Dimensional inspection on the main coil. No. Of distal fiber bundles, no. Of proximal fiber bundles, zap tip od and primary coil od were within specification.